Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that ongoing multiple knife tips have been dull during first contact with the patient during separate cataract surgeries. An alternate knife was obtained in order to complete each procedure. There was no impact to any patient. Additional information has been requested.